Manufacturer narrative:
The customer reported of hard drive (hdd) failure on a new central nurse's station (cns) , it displays a hard drive (hdd) port 2 error. No patient harm was reported.. Attempt # 1: 01/29/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 2: 02/01/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 3: 02/02/2021 emailed the customer via (B)(6) for all the information : no reply was received.

Event description:
The customer reported of hard drive (hdd) failure on a new central nurse's station (cns) , it displays a hard drive (hdd) port 2 error. No patient harm was reported.